Event description:
It was reported that during testing conducted at the manufacturer facility the reverse trigger of the core universal driver was able to run in safe mode. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have internal corrosion. The device was repaired and returned to the customer.